Event description:
A malfunction was reported with the display of a specific malfunction code, malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing continued use of the device without recurrence of the malfunction code. The customer was advised to contact support again if the issue reappeared.